Event description:
An 88 year old white female shakes the siderails which are padded. The hinges on the siderails were manuvered in a downward position and the resident slide out of bed sustaining a 5 cm laceration in center of forehead. The resident was transferred to duke university medical center emergency room and laceration was sutured. The unit manager of secon floor chcc and the manager of plant services evaluated the siderails and a set of 3/4 siderails were placed on the beddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: device failed during assembly, device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, invalid data. The device was not destroyed/disposed of.